Event description:
The customer reported that the therapist moved a patient from recovery to the ICU, and reconnected the patient to the vent with no problems. The therapist left the room only to be called back later by the nurse because the patient was turning blue and the vent was blank with no alarms. The therapist, said that the vent was in standby on walking into the room. The therapist took ventilator out of standby and turned the o2 % up to 100%. After a couple of minutes, the patient was disconnected from the vent.

Manufacturer narrative:
The field service engineer found the unit functioning normally. No parts were replaced. Evaluation of the device logs confirms the reported standby mode lasting 13 minutes. They show that the unit was set to the standby mode, thereafter unplugged, whereof the unit was switched to battery operation. Battery operation alarms were silenced twice, thereafter silenced permanently. The unit was plugged back to mains power and thereafter left in standby mode. Our conclusion with the information available is that the unit was actively set to the standby mode using the standby/start ventilation key.